Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated that the main symptom before surgery was urine urgency, which was ineffective after surgery, and urine leakage would occur during urgency. Due to the epidemic, it was impossible to return to the hospital for program control. The hotline had suggested that the patient contact the doctor for follow-up treatment communication.